Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown set screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a spinal fusion procedure on (B)(6) 2021, the surgeon was performing final tightening on the single inner set screw and the final torque x25 was stripped on the expedium 5.5 ti set screw. The surgeon completed the case without delay, using the other torque driver shaft found in the expedium set. The patient was not impacted; no fragments were generated and there was no delay. This report is for an unknown set screw. This is report 2 of 2 for (B)(4).